Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to additional information provided by the user facility, the reported event occurred before the procedure. When olympus medical systems corp. (Omsc) checked the change history of device parts, it confirmed that the design of the dr board had been changed on april 16, 2018. Since this device was manufactured before the design change of the operational amplifier circuit of the dr board, it is possible that the endoscope image was not displayed only when the olympus 180 series endoscope was connected due to the failure of the operational amplifier. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; the device was not transmitting analog signals and the ap and dr boards were damaged. The reported event may have been caused by damage to the ap and dr boards. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the digital-to-analog conversion board had failed. There was no report of patient injury associated with the event. Olympus inspected the device at the service department of olympus (B)(4) and found that the device didn't display endoscopic image when olympus 180 series devices were connected.